Manufacturer narrative:
B3: event date is unknown. See b5 for further details on relevant timeline. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient initially called and reported they'd been told by the 'doctor' who was going to do their MRI scan that they were weren't full body eligible. The patient stated that made them confused because when they got their new ins implanted their implanting health care provider (hcp) had told them they had also gotten the new surescan lead at that time and that they should be able to get the full body MRI now. Patient services asked the patient if their previous ins had been replaced due to normal battery depletion and the patient reported that they had already been having a lot of problems with their symptoms and then when it came time for their ins battery to be replaced the patient was implanted with their current ins. Patient services tried to clarify when the patient's "problems" with their symptoms began and the patient reported their medical history that led to them getting the implanted system and stated because of that initial medical event that had happened 17 years ago, they'd had "problems" ever since.